Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed an e.08 error on the blood pump and an "art bp no comm" message during set up. During repair, the bmt noted that power supply wiring and power cable ground wire were scorched, blackened and charred. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The wires were the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 53,946 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the lp955 board and the rainbow ribbon cable. The machine remains out of service as the bmt is waiting for a new power supply to arrive. No samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed an e.08 error on the blood pump and an "art bp no comm" message during set up. During repair, the bmt noted that power supply wiring and power cable ground wire were scorched, blackened and charred. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The wires were the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 53,946 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the lp955 board and the rainbow ribbon cable. The machine remains out of service as the bmt is waiting for a new power supply to arrive. No samples are available to be returned to the manufacturer for physical evaluation.